Manufacturer narrative:
Inspected 1 opened/used enlite sensor and perform continuity resistance test. Sensor failed per specifications. Bent sensor cannula confirmed.

Event description:
The customer reported via phone call that they had inaccurate sensor readings that triggered the threshold suspend. The sensor glucose was reading 44, but blood glucose value was 132 mg/dl. The customer received calibration error and change sensor alerts. The customer removed the sensor and indicated it was bent. The sensor was returned for analysis.